Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The physician indicated that device never worked properly. Since the patient had a long history of pelvic trauma and failed aus devices, it was decided that the existing device would be removed, the urethra ligated and an sp tube placed. The pelvic trauma was said to be unrelated to the failing devices. The patient was said to be okay following the procedure. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events.

Manufacturer narrative:
Product investigation completed. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The physician indicated that device never worked properly. Since the patient had a long history of pelvic trauma and failed aus devices, it was decided that the existing device would be removed, the urethra ligated and an sp tube placed. The pelvic trauma was said to be unrelated to the failing devices. The patient was said to be okay following the procedure.

Manufacturer narrative:
Product investigation completed. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The physician indicated that device never worked properly. Since the patient had a long history of pelvic trauma and failed aus devices, it was decided that the existing device would be removed, the urethra ligated and an sp tube placed. The pelvic trauma was said to be unrelated to the failing devices. The patient was said to be okay following the procedure.